Event description:
Information received indicates, the casters are ratcheting when in brake.

Manufacturer narrative:
The technician found the casters were worn. He replaced the two head end and one foot end caster to repair the stretcher.